Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasps found signs of repeated use. There has fractured on the medial side into 2 pieces and all pieces were returned. Device history record was reviewed and no discrepancies relevant to the reported event were found. No medical records received. Root cause could not be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01483, 0001822565-2019-01484, 0001822565-2019-01485, 0001822565-2019-01486.

Event description:
It was reported that the tibial articular surface provisional (tasp) were found in the trays worn and fractured.